Event description:
Covidien customer service engineer (cse) found an 840 ventilator with a erratic graphical user interface (gui) display. No pt involvement reported. The device was upgraded to the 10.4 the graphical user interface (gui) display. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).